Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda per the physician is related to patient conditions (thickened leaflets). Mitral valve insufficiency/ regurgitation (mr) appears to due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, a dilated left atrium, a posterior flail, and thickened leaflets. One xtw clip was implanted, reducing mr to a grade of 1-2. Roughly three months post procedure, the patient returned to the hospital for a follow up. Echocardiography showed the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. On (B)(6) 2024, an additional mitraclip procedure was performed. To stabilize the slda, two additional clips were deployed central medially and central laterally and successfully implanted, reducing mr to a grade of 1-2.